Event description:
Tooth decay and a cavity in a tooth [dental caries]. Toothbrush head falls off all the time - oral-b [device breakage]. Toothbrush head doesn't attach as it should to the toothbrush - oral-b [device connection issue] . Case narrative: consumer via e-mail stated that the oral-b toothbrush head did not attach as it should have to the oral-b toothbrush and it fell off. This resulted in them getting tooth decay and a cavity in a tooth. No serious injury was reported. (B)(6) 2024 follow up via digital safety assessment survey: the consumer was a 34 year old male. No serious injury was reported. 14-jan-2024 follow up via pictures: the suspect product was oral-b rechargeable toothbrush handle 3756. The suspect product lot was 3cb14610854. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.